Event description:
The facility reported a colleague infusion pump with a failure code 810:11. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This device is an remediated colleague pump with a user interface module master software version is 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed by service. This condition was caused by an air sensor error. The tubing channel was cleaned and dried to fix the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 810:11 was confirmed during event history log review, but could not be reproduced and the device was operating according to specification during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.